Manufacturer narrative:
(B)(4). No return good authorization (rga) has been issued or requested by the customer. No hardware return is anticipated, however if any information is received it will be included in a follow-up report.

Event description:
The customer reported an unresolved auto cycle issue while in use on this avea ventilator. The customer reported no patient harm. At this time, the device serial number has not been provided by the customer.